Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in restenosed previously stented lesions in the mid left anterior descending artery with one 2.75 x 28 mm stent and in the first diagonal artery with one 2.5 x 8 mm stent. On (B)(6) 2011, the patient presented to the emergency room with a two week history of dizziness and a two day duration of chest pain, chest tightness and shortness of breath. The patient was admitted with a non-st elevation myocardial infarction (mi). ECG showed a non st elevation mi/non q-wave mi and cardiac enzymes were elevated. The patient was treated with medication and underwent percutaneous coronary revascularization in both the index lesions for in-stent restenosis. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 2.5 x 12 mm taxus, vision 2.75 x 28 mm, 2.5 x 18 mm promus, 3.0 x 18 mm xience v, 2.5 x 8 mm xience v; other: aspirin. The 2.5 x 8 mm xience v is being filed under a separate medwatch MFR number. (B)(4): indication for use. There was no reported product deficiency and the product was not returned. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used to treat in-stent restenosis of another stent. It should be noted the IFU states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience stent have not been established for subject populations with in-stent restenosis. It is unlikely that the use of the xience stent to treat in-stent restenosis contributed to the reported patient effects.